Event description:
Same case as MFR's report # 6000089-2006-00502. It was reported that during a tips treatment procedure, the balloon would not come out of the sheath. The blue max/12-4/7/75 balloon was replaced with another of the same, with the same result. The lesion being treated was located in the liver. The procedure was successfully completed with a third blue max/12-4/7/75 balloon. There were no pt complications and the current pt status is reported as 'fine' following the procedure.

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.